Manufacturer narrative:
At this time the device has not been received. Should the device be returned at a later date, analysis will be conducted.

Event description:
It was reported though a clinical trial data update, that the patient with this device, received an inappropriate shock due to cardiac oversensing during a rate just below the programmed rate zone. As a result, the devices sensing configuration was changed to secondary. No resulting adverse patient effects were reported. Subsequently, additional data review confirmed high shock impedances during the both appropriate and inappropriate shocks, as well as, noise and morphology changes. Due to all the observed sicd system issues, the physician has elected to explant the device and replace with a transvenous system device system.